Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump was unresponsive; troubleshooting was performed and confirmed this was due to a malfunction alarm. The customer reverted to manual injection for insulin therapy. Customer's blood glucose was 144-145 mg/dl.